Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the alarm for unit cannot be heard in the room. The device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Event description:
It was reported that ''no sound heard when monitor is powered on and being used, speaker malfunction inop message is displayed''. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.